Manufacturer narrative:
Evaluation in progress.

Event description:
"The operator attempted to pass the device thru the patient's right external iliac artery and was unsuccessful. The operator then did an angioplasty with a 10mmx40mm balloon and was successful. The operator tried to pass the device a second time unsuccessfully. A second angioplasty was done with the 10mmx40mm balloon. The operator tried a third time to pass the device and again was unsuccessful. A 24fr dilator was passed into the vessel successfully dottering the artery. The device was attempted a fourth time but was unsuccessful. 200mcg of nitro was applied locally to the vessel to induce vasodilation and the gray slider handle was pulled distally to ensure the proximal radiopaque tip was seated properly against the primary sheath and the device was tried a fifth time and was unsuccessful."